Event description:
It was reported that during an unknown procedure the staples were not formed correctly after firing the device. Staples deformed and staple line was compromised. The device was disposed of. No patient consequences reported.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information was requested and the following was obtained: after calling several times, the customer was not able to answer how the procedure was continued. A surgical photograph was received; however, it could not be determined what have caused the reported event.